Event description:
Pt reported comparing the suspect device results to a healthcare professional's device results on 3 different occasions (dates not provided). Pt's blood glucose was reportedly tested on the suspect device with results of 405 mg/dl, 326 mg/dl, and 130 mg/dl. When blood glucose was retested (less than 10 minutes later) on a healthcare professional's device pt's results were 108 mg/dl, 137 mg/dl, and 299mg/dl, respectively. No pt injury was reported and no treatment was rec'd. Pt noted that, 2 months earlier, a nurse had performed quality control testing on the suspect device and the results tested outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.